Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings:.moisture evident behind display lens. Pump powers with returned battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alert per normal operation. A battery compartment crack was observed below grip pad. The pump case was cracked in right hand corner of display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the patient went swimming with the pump last week and now it will not work. The reporter stated that they do not know anything about the pump and is not sure what the patient meant by it does not work. The reporter had the pump but the patient was not available at the time of the call and there is no battery in the pump and the reporter does not have a battery available at the time of the call. Customer support (cs) was unable to determine if there was an alarm, or power issue, or any other issue at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.